Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to an abnormal battery trend, with a decrease in the remaining longevity from 21% on february 6 to 15% on march 7. Premature battery depletion was suspected, and a request was made for technical services to review the available data. Initial review confirmed the power consumption was increasing gradually and the battery depletion (bd) alert had not been triggered, and device replacement was recommended. A more detailed review by engineering confirmed therapy would remain available for 90 days; if an updated replacement window was needed, new device data could be submitted in june. No adverse patient effects were reported. The device remains implanted and in service. The physician planned to continue monitoring in the remote monitoring system, with in-clinic follow ups every three months.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to exhibit an abnormal battery trend, with a decrease in the remaining longevity from 21% on february 6 to 15% on (B)(6). Premature battery depletion was suspected, and a request was made for technical services to review the available data. Initial review confirmed the power consumption was increasing gradually and the battery depletion (bd) alert had not been triggered, and device replacement was recommended. A more detailed review by engineering confirmed therapy would remain available for 90 days; if an updated replacement window was needed, new device data could be submitted in june. No adverse patient effects were reported. The device remains implanted and in service. The physician planned to continue monitoring in the remote monitoring system, with in-clinic follow ups every three months. It was later reported that this device recorded a battery depletion (bd) alert and new device data was submitted to technical services. The remaining battery life to elective replacement indicator (eri) was 12% and was considered not accurate. Technical services reviewed the current data, confirmed therapy delivery was unaffected, and provided a new 90-day replacement window, noting the device could reach eri within this time. New data could be submitted in july if a new replacement window was needed. No adverse patient effects were reported. The device remains implanted and in service. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to an abnormal battery trend, with a decrease in the remaining longevity from 21% on (B)(6) to 15% on (B)(6). Premature battery depletion was suspected, and a request was made for technical services to review the available data. Initial review confirmed the power consumption was increasing gradually and the battery depletion (bd) alert had not been triggered, and device replacement was recommended. A more detailed review by engineering confirmed therapy would remain available for 90 days; if an updated replacement window was needed, new device data could be submitted in june. No adverse patient effects were reported. The device remains implanted and in service. The physician planned to continue monitoring in the remote monitoring system, with in-clinic follow ups every three months. It was later reported that this device recorded a battery depletion (bd) alert and new device data was submitted to technical services. The remaining battery life to elective replacement indicator (eri) was 12% and was considered not accurate. Technical services reviewed the current data, confirmed therapy delivery was unaffected, and provided a new 90-day replacement window, noting the device could reach eri within this time. New data could be submitted in july if a new replacement window was needed. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to an abnormal battery trend, with a decrease in the remaining longevity from 21% on february 6 to 15% on march 7. Premature battery depletion was suspected, and a request was made for technical services to review the available data. Initial review confirmed the power consumption was increasing gradually and the battery depletion (bd) alert had not been triggered, and device replacement was recommended. A more detailed review by engineering confirmed therapy would remain available for 90 days; if an updated replacement window was needed, new device data could be submitted in june. No adverse patient effects were reported. The device remains implanted and in service. The physician planned to continue monitoring in the remote monitoring system, with in-clinic follow ups every three months. It was later reported that this device recorded a battery depletion (bd) alert and new device data was submitted to technical services. The remaining battery life to elective replacement indicator (eri) was 12% and was considered not accurate. Technical services reviewed the current data, confirmed therapy delivery was unaffected, and provided a new 90-day replacement window, noting the device could reach eri within this time. New data could be submitted in july if a new replacement window was needed. No adverse patient effects were reported. The device remains implanted and in service. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.